Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that when the side made a speed adjustment to the patient's controller a "controller fault" alarmed and would not resolve. The controller was exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
The event took place in the clinic so there was no static discharge. When the controller was replaced the problem resolved. There was no further information available. The reported event of a controller fault alarm was confirmed on the returned controller (con103518). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a controller fault alarm of type sys_uic_dataflash_fail on 18.nov.2016 at 13:17:42. The type of controller fault alarm that was triggered indicates that a data-flash memory corruption had occurred in the user interface controller (uic), which is the main integrated chip responsible for the operations of the controller. The controller's calibration values, which are utilized to calculate the power accurately were lost, and resulted in the inability of the controller to estimate flow. Analysis revealed that the controller (con103518) passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a corruption of the user interface controller's data flash memory. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.